Event description:
It was reported that the m91 power wheel chair does not drive. End user does not get a click when he pushes the joystick. User was stranded by his mailbox for an extended period of time.